Event description:
It was reported that the pump has a cracked membrane on the pressure sensor. The issue was discovered during preventive maintenance/checkup on it. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. Device was visually inspected and the customer reported issue was confirmed. The downstream occlusion (dso) seal was cracked. The dso seal was replaced to resolve this issue. Investigation of the service history of this device shows that this device was in for service on 18-nov-2024 and is related to the customer stated problem.